Event description:
It was reported that the distal clavicle plate broke post-op. Initial surgery was on (B)(6) 2017. Revision surgery was done on (B)(6) 2017. Follow-up investigation: the clavicle plate broke 2 weeks post-op, the patient was in the shower and heard a snap. Patient did not fall and was not under trauma. The surgeon assures that the patient was compliant with the post-op guidelines. Patient: male, (B)(6). On the revision surgery the broken implant was completely removed and a new implant - ar-2653cr was implanted.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the plate broke diagonally towards the tapered end at the second locking hole. Fracture surface was rough with little deformation which is typical in metal mechanical fracture as result of bending stress. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include patient non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use for the device states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the distal clavicle plate broke post-op. Initial surgery was on (B)(6) 2017. Revision surgery was done on (B)(6) 2017. Follow-up investigation: the clavicle plate broke 2 weeks post-op, the patient was in the shower and heard a snap. Patient did not fall and was not under trauma. The surgeon assures that the patient was compliant with the post-op guidelines. Patient: male, (B)(6). On the revision surgery the broken implant was completely removed and a new implant - ar-2653cr was implanted.